Event description:
It was reported that the customer called and "endorsed shortened battery life on both pumps. We discussed next steps as well as ensuring the consoles remained plugged in. No patient on pump. Call was service oriented". No patient involvement.

Manufacturer narrative:
Qn#(B)(4). The reported complaint of "shortened battery life" was not able to be confirmed as no iabp part was returned for investigation. Additionally, iabp users and servicers must follow the operating instructions manual for recommendations on usage, charging, maintenance, and storage of the batteries. If battery maintenance was not performed per the iabp operating instructions manual, the battery might not provide the expected minimum run time of operating power. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. The root cause of the complaint was undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that the customer called and endorsed shortened battery life on both pumps. We discussed next steps as well as ensuring the consoles remained plugged in. No patient on pump. Call was service oriented. No patient involvement.

Manufacturer narrative:
(B)(4)